Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys vitamin d g2 assay result for one patient sample from the cobas 6000 core unit. The initial result was >100 ng/ml. The repeat result of the same sample on the next day was (B)(6) ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer's provided calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The investigation found the customer was not using rack adapters when processing their 13x75mm tubes onboard the instrument. The cobas e601/cobas e602 operator¿s manual indicates that either the correct use of standard tube rack adapters (sdtas) or the use of mpa racks is mandatory for tubes with an outer diameter of 13mm or less, to prevent incorrect results and errors due to misaligned sample tubes. The investigation concluded the issue is due to the customer not following the recommended instructions regarding processing 13x75mm tubes.